Manufacturer narrative:
Medical device problem code (B)(4) captures the reportable event of bands unable to deploy. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric variceal ligation procedure performed on (B)(6) 2022. After attaching the ligating unit onto the endoscope, the operator decided to deploy a band. During the procedure, the band could not be deployed. The bands became twisted and could not be used for the procedure. There were no patient complication reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed some bands had slightly moved from their position and one band was broken. No further information has been obtained despite good faith efforts.